Manufacturer narrative:
Date sent to FDA: 10/12/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent revision of the mesh on (B)(6) 2016. It was reported that the patient experienced severe pain, bloating, swelling, bowel obstruction, adhesions to bowel, mesh detachment, mesh migration, recurrence, multiple revision/removal surgeries and inflammation. It was reported that the patient had a previous hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2012. It was reported that the patient underwent removal surgery on (B)(6) 2013. Other procedure is captured in a separate file. No additional information is provided.